Event description:
Caller reported a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Caller successfully started their sensor session after a pump reset was completed with assistance from cts, who provided complete pump reset information.